Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient diffuse lamellar keratitis and a peripheral corneal infiltrate of the left eye one day following lasik treatment. The topical steroids were increased and an oral steroid was prescribed. Additional information received, the symptoms resolved two weeks following onset. The steroids were tapered and the patient will resume normal postoperative follow up. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows many successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-12441.